Event description:
The affiliate stated the customer reported fluid leaked outside the instrument and on the counter top during system shutdown involving the cytomics fc500 flow cytometer system. The customer noted the instrument filled the cleaning tubes with isoflow solution and overflowed the tubes. Several system pressure errors were obtained prior to the failure. The customer noted system vacuum was at -28 psi (pound per square inch), but neither the vacuum trap or vacuum chamber was full of fluid. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) dissolved salt buildup in the vacuum line at the quick-connect, behind the cytometer, using warm water. The fse performed flow check, and the customer completed quality control (qc). The instrument performed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, salt buildup in the vacuum line, at the quick connect, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).